Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. There were no reprocessing steps deviations from instruction for use (IFU). Furthermore, physical damage at the material residue point was not confirmed. Therefore, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) sections: instruction manual evis lucera ultrasound gastro video scope olympus gf type uct260 chapter 6 application and condition of cleaning, disinfection, and sterilization ·chapter 7 procedure of cleaning, disinfection, and sterilization. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the gastrovideoscope¿s forceps elevator knob has a crack and lost water tightness due to a scratch on the bending section cover. The device was returned and during the device evaluation the following reportable malfunction was found: residual liquid/foreign material came out of suction cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed. Additionally, the evaluation found the following non-reportable malfunction(s): due to damage on acoustic lens, water tightness was lost; due to wear of angle wire, bending angle in up direction and the play of up/down knob was out of the standard value; adhesive on bending section cover was detached, chipped, and cracked; switch 3 had a cut; scratches observed on image guide protector, switch box, connecting tube, and protector of universal cord on control section side; acoustic lens was damaged. The foreign material found has been attributed to insufficient cleaning. The customer provided the following details regarding device handling: they did perform cleaning, disinfecting, or sterilizing processes on the device before sending it in for repair. The customer did not know when the foreign material became adhered to device. During pre-cleaning: it was not specified if precleaning was delayed or skipped. The instrument/suction channel was flushed with water and air during precleaning. During manual cleaning/reprocessing: there were no abnormalities in the accessories used for reprocessing. It was not specified if the endoscope was presoaked in the detergent solution. The instrument channel outlet was wiped or brushed with clean, lint-free cloths, brushes, or sponges. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.